Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus noted during the procedure. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation. After the steerable guide catheter (sgc) was inserted into the right ventricle, a thrombus was noted. Aspiration was attempted, but was unsuccessful, so the sgc was remove and the thrombus successfully aspirated. Additionally, additional heparin was administered. The sgc was flushed and re-inserted. The procedure continued as normal. One mitraclip was implanted reducing mr to less than one. There was no adverse patient sequela. No additional information was provided.